Manufacturer narrative:
A medtronic representative (rep) at the site tested the equipment. The first replacement breakout box that was sent to the site had a bent pin inside the cable. When the rep tried to straighten the pin out, it snapped. Another replacement breakout box was sent to the site, but the breakout box replacement did not fix the foot pedal issue. After the polaris spectra system control unit (scu) showed an amber fault light, the scu was replaced. After replacement of the appropriate parts, the system then passed the system checkout and was found to be fully functional. One breakout box was returned to the manufacturer for analysis, and through visual/physical examination the issue with the bent pin inside the cable was able to be duplicated. It was found that cable #1 had a broken pin in the small lemo connector of this returned breakout box. It was determined that this breakout box had a physical damage failure. This failure is tracked in a hardware defect tracking database. A second breakout box was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. This breakout box was found to be in good condition with no apparent physical damage. When connected to a known good system the breakout box returned green status for each port and a functioning foot switch. There was no problem found with this breakout box. The scu was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. The returned scu powered up with the amber fault light on. A check of the event log indicated an internal strober error with many other entries for this failure. It was determined that there was an electrical failure with the returned scu. This failure is tracked in a hardware defect tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system¿s foot pedal was not functioning. A foot pedal from a different system was tried on the system but that also did not function. It was confirmed that there were no issues with the axiem. There was no patient present when this issue was identified. A medtronic representative (rep) was on site and was unable to get one of the cables from the breakout box to plug into the polaris spectra system control unit (scu). Upon further investigation, one of the pins inside of the cable was found to be bent. When the rep attempted to straighten the pin out, it snapped. Another replacement breakout box was sent to the site. The rep found that the breakout box replacement did not fix the foot pedal issue. The scu showed an amber fault light, and the ndi toolbox confirmed an internal strober error. An scu replacement was then sent to the site.